Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part number was not provided. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure as it is likely that as the guide wire was advanced resistance was met with anatomy and/or other devices resulting in the reported physical resistance. Inadvertent mishandling and/or manipulation of the device resulted in the reported detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the circumflex coronary artery. When advancing the whisper guide wire, resistance was felt and the guide wire separated. A balloon was used to retrieve the separated segment from the patient anatomy. There were no adverse patient effects and no clinically significant delay during the procedure. No further information was provided.